Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is reported for the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Visualization was bad, due to the anatomy and echo imaging. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed, but difficult due to the anatomy. After twelve grasped, the leaflets were grasped. It was difficult to see how much leaflet material was inserted in the clip; however, the clip was deployed. After deployment, it appeared that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional treatment was performed and the mr remains at 2-3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment (slda) and difficulty in leaflet grasping/capture appears to be due to the challenging patient anatomy (prolapse and flail) in conjunction with procedural circumstances (poor visualization). The reported poor visualization was due to challenging anatomy and echo imaging. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.